Event description:
It was reported that the customer's fill estimate was inaccurate. The customer tried adding more insulin to the cartridge outside the load sequence but was unable to receive a new fill estimate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.